Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer heard a pop noise when filling two cartridges. Additionally, no drips were observed dripping out of the cartridge tubing during the load fill tubing sequence with both of these cartridges. Blood glucose level was 180 mg/dl. Reportedly, a cartridge change was performed to address the issue.